Event description:
International affiliate reports the valve was explanted due to programming difficulties. It was reported that following implantation, there was a blockage of the distal catheter which made it impossible to set the valve pressure. The valve could not be reprogrammed and was explanted. The surgeon has requested evaluation of the valve's pressure setting.